Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. The insulin pump had minor scratches on lcd window and cracked case near display window corners.

Event description:
The customer reported via phone call indicating that the insulin pump had a blank display. Customer's blood glucose was 75 mg/dl. Customer feels uncomfortable with the device and would like it to be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.